Manufacturer narrative:
Product event summary: analysis found failure in the pc board subassembly. Replacement was planned. (B)(4).

Manufacturer narrative:
(B)(4) this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg will be repaired. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg will be repaired. There was no patient involvement.